Event description:
The biomedical engineer (bme) reported that earlier that day they had power failure due to the ups. Later that night, the central nurse's station (cns) display was plugged into the wall power and was working, but later it stopped working and went into black screen. They noted that the power light indicator on the screen near the power button is not lit. They tried plugging it into multiple outlets, but the screen would not recognize the power input. The cns cpu tower is still on so the data is still being stored there and the telemetry transmitter patients are also being monitored on the remote network system (rns) which is a secondary monitoring system. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that earlier in the day they had power failure to the central nurse's station (cns) due to a failed uninterruptable power supply (ups). Later that night, the display on the central nurse's station (cns) stopped working and went to a black screen. They noted that the power indicator on the screen near the power button was not lit. They tried plugging it into multiple wall outlets, but it did not resolve the issue. The telemetry transmitter patients were continuing to be monitored at the remote network station (rns), a secondary monitoring system. No patient harm or injury was reported. Service requested / performed: exchange. Investigation summary: the customer received an exchanged display monitor. Based on the available information, a definitive root cause could not be identified. Possible causes of the issue are power supply failure, electronic failure, and environmental factors. The ups helps in preventing power fluctuations/surges from damaging the electronic devices, and the lack of ups due to ups failure may have contributed to this issue.

Manufacturer narrative:
The biomedical engineer (bme) reported that earlier that that day they had power failure due to the ups. Later that night, the central nurse's station (cns) display was plugged into the wall power and was working, but later it stopped working and went into black screen. They noted that the power light indicator on the screen near the power button is not lit. They tried plugging it into multiple outlets, but the screen would not recognize the power input. The cns cpu tower is still on so the data is still being stored there and the telemetry transmitter patients are also being monitored on the remote network system (rns) which is a secondary monitoring system. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the telemetry transmitters were being used in conjunction with the cns, but no model or serial number information was provided.

Event description:
The biomedical engineer (bme) reported that earlier that day they had power failure due to the ups. Later that night, the central nurse's station (cns) display was plugged into the wall power and was working, but later it stopped working and went into black screen. They noted that the power light indicator on the screen near the power button is not lit. They tried plugging it into multiple outlets, but the screen would not recognize the power input. The cns cpu tower is still on so the data is still being stored there and the telemetry transmitter patients are also being monitored on the remote network system (rns) which is a secondary monitoring system. No patient harm was reported.